Event description:
It was reported, that the videoscope had a noisy screen. The issue was found during maintenance. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was cracked causing a blackout on the image with shadows. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was likely related to stress issues with the components over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.